Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was used in an unknown patient for an unknown drainage procedure. As reported, while inserting the device into the patient the hub separated from the device. The catheter was removed and another of the same type was used to complete the procedure with no further complications. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation ¿ evaluation a review of the complaint history, device history record and documentation were conducted during the investigation. The device was not returned for evaluation; therefore a visual inspection could not be performed. Additionally, a document-based investigation evaluation was performed for lots 9273725 and 9235509 record 1 related non-conformance each for proximal end, which were all scrapped. Due to the nonconforming devices being scrapped, and the adequate inspection activities in place for the failure, it was concluded that there is no evidence of nonconforming product in house. A software search of complaints reported on the two lots was conducted and found no additional complaints from the field. Due to this, there is no evidence suggesting that there is nonconforming product from these lots in the field. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.